Event description:
This event was reported to baxter under (B)(4) that a spectrum pump constantly displayed the air in line message. The customer stated this alarm has occurred during infusions of inotropes (programmed amount and delivery rate unknown). The customer stated therapy was interrupted to reload tubing. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will submitted. The serial number provided by the user facility is not a valid spectrum pump serial number. Attempts have been made to contact the facility to obtain more information without success.